Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012, and suture was used. The needle detached from the suture when the surgeon grasped it with a needle-holder before use. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. Additional information was received that indicates this event does not meet malfunction reportability criteria. This event is therefore not reportable.

Manufacturer narrative:
(B)(4). Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.